Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 513 mg/dl. The customer's blood glucose level was 549 mg/dl at the time of incident and current blood glucose was 384 mg/dl. Customer¿s other blood glucose level was 290 mg/dl at the time of call. The customer provides details regarding symptoms of their high blood glucose episodes such as pressure in the chest. The customer treated with the visit to emergency room, bolus, insulin drip and fluids. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer stated that the not calling back to a perform high pressure test. Customer troubleshoot was performed. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.